Manufacturer narrative:
No product was returned for investigation. The complaint was confirmed. The device passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 exhibited ooze around the staples of the right axillary insertion site. Packed red blood cells were transfused to obtain hemostasis. Additionally, the patient converted to rapid atrial fibrillation with rapid ventricular response and was started on amiodarone. The patient then converted back into a normal sinus rhythm. Later, the patient was successfully weaned from the pump and survived.